Event description:
It was reported that during a lobectomy procedure, staples malformed at 6th firing (open shape). Another device was used to compelte the case. There were no adverse consequence to the pt.